Manufacturer narrative:
Follow up information was received on july 13, 2015. The consumer reported: "the problem I had was unique to me because of the autoimmune disease. Not necessarily to general public. My doctor had no problem with any other patient that had vocal cord surgery using your product. So thank you for your follow-up, but no need to continue."

Event description:
Vocal cords swollen [vocal cord edema]. Vocal cords inflamed [vocal cord inflammation]. Vocal cord surgery [laryngeal operation]. Case description: this case was reported by a consumer and described the occurrence of vocal cord edema in a (B)(6) female pt who received glycerin ((B)(6) mouth spray ((B)(6))) oromucosal spray (batch number u4k291, expiry date (B)(6) 2016) for an unk indication. Concurrent medical conditions included pemphigoid reaction. On an unk date, the pt started (B)(6) mouth spray ((B)(6)) (dental) at an unk dose and frequency, in 2014, an unk time after starting (B)(6) mouth spray ((B)(6)), the pt experienced laryngeal operation (serious criteria gsk medically significant). On an unk date, the pt experienced vocal cord edema (serious criteria gsk medically significant) and vocal cord inflammation. (B)(6) mouth spray ((B)(6)) was continued with no change. On an unk date, the outcome of the vocal cord edema and vocal cord inflammation were not recovered/not resolved and the outcome of the laryngeal operation was recovered/resolved. It was unk if the reporter considered the vocal cord inflammation and laryngeal operation to be related to (B)(6) mouth spray ((B)(6)). Additional details: the consumer's husband reported that his wife is using (B)(6) mouth spray and experiencing swollen vocal cords and vocal cord inflammation. They are not sure if it is due to the (B)(6) mouth spray or not. He reported that she had vocal cord surgery a year ago. She had a follow-up appointment yesterday, and her vocal cords are still swollen and inflamed.